Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site. Fixed the bellows cover. Invalidated and validated home. The imaging system took 3d and 2d images with no issue. The imaging system passed all tests and is up and running. No parts were replaced. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that dring a spinal fusion procedure, the imaging system made a loud noise and the rotor came off of its track. The imaging system was then removed from the operating room. The procedure was completed without the system after a delay of less than one hour. The patient was not impacted.